Manufacturer narrative:
The insulin pump was received with a frozen display followed by a constant tone due to a problem with the mother board. Unable to verify the alarms due to the frozen display and constant tone.

Event description:
The customer stated that the insulin pump gave an error alarm twice. Advised the customer that the insulin pump would be replaced. Nothing further was reported.